Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the he ratchet was getting stuck and not fully engaging so it would not pull the carrier through. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the pre-test could not be performed due to damaged roller. The roller side plates, bushings, ratchet gear, and sliding pin were replaced and resolved the reported issue. A definitive root cause cannot be determined. . The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.